Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was resistance when trying to insert the balloon catheter into the sheath. The sheath was replaced with resolution. Additionally, after pulmonary vein isolation, transient elevation of the st segment occurred. Thereafter, coronary angiography (cag) was performed and it was noted that a spasm occurred. Medication was administered. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least eleven applications were performed with catheter 2af284/43069 without any issue on the date of the event. Clinical issues (st elevation and coronary artery spasm/vasospasm) were encountered during the procedure. The balloon catheter 2af284/ 43069 was not returned for further investigation. There is no sufficient evidence that the devices potentially caused these adverse events. In conclusion, there were clinical issues (st elevation and coronary artery spasm/vasospasm) during the procedure. The balloon catheter was not returned for further investigation. There is no sufficient evidence that the device potentially caused these adverse events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.